Event description:
After 112+ months of implantation, this pacemaker was explanted and returned because of an infection.

Event description:
After 112+ months of implantation, this pacemaker was explanted and returned because of an infection.